Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of precedex that occurred in the intensive care unit. Due to the event, the patient had to be given a "reversal" medication and was placed on bipap to stabilize the patient. This was reported to bd consultant during their site visit. No further information was provided.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the root cause for the reported issue of an si - over infusion (precedex) was not determined because no products or device logs were returned. The reported issue that there was an si - over infusion (precedex) could not be confirmed; no products or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient harm was reported. All available information has been provided to bd regarding the reported event. If additional information is received, the complaint record will be reassessed. Root cause: the root cause for the reported issue of an si - over infusion (precedex) was not determined because no products or device logs were returned.

Event description:
It was reported an over infusion of precedex that occurred in the intensive care unit. Due to the event, the patient had to be given a "reversal" medication and was placed on bipap to stabilize the patient. This was reported to bd consultant during their site visit. No further information was provided.